Manufacturer narrative:
Siemens reviewed the data that the customer provided. There is no evidence of sensor or systemic malfunction. The system did not record any significant errors or events during the time period of the reported sample. All recorded aqc runs were within specifications. It is highly probable that the cause for the observed discrepancy is pre-analytical. Several factors increase the risk of capillary sample collection/ handling issues for neonatal blood samples. Contamination from skin debris or challenges with capillary loading and mixing are some examples. There is insufficient data to conclusively determine the root cause for the discrepancy.

Manufacturer narrative:
The customer stated that repeat testing was performed to confirm correct results which met the clinical picture and a corrected report was issued. The data logs have been received for investigation. The cause of the event is unknown.

Event description:
The customer reported discrepant ph and total hemoglobin results between two rp 500 analyzers. There was no report of injury due to this event.